Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that all services were running normally, and no hardware failure was found. Then fse rebooted the station as a precautionary measure and advised the customer to recheck. The pharmacist confirmed no issue was there. The system functioned as intended when the technical support specialist (tss) investigated the device.